Event description:
Rptr has breast implants which are hardening and which she believes, are causing symptoms of fatigue, insomnia, joint swelling, shooting and burning pains in breast, and neurological disorders.